Manufacturer narrative:
The manufacturer previously received information alleging that a patient had passed away. The customer would like to send the device in for a full download. The device was returned to the manufacturer's product investigation laboratory. The manufacturer's product investigation laboratory (pil) was unable to confirm the failure of the device. The device was tested for an hour and the device ran without any alarms or failure. The device was tested on the respective test stations and passed all the applicable test steps. Pil was unable to duplicate any failure with the suspected device and concluded that the device operated as designed.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer received information alleging that a patient had passed away. The customer would like to send the device in for a full download. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.